Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from their device. Device data was reviewed via the latitude remote patient monitoring system, and a red alert for out-of-range shock impedance was observed. Although the alert had been dismissed, the health care professional (hcp) was notified anyway to ensure they were aware of this condition. No adverse patient effects were reported. This product remains in service.